Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an "er1" message prompting on the screen of his one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day in late (B)(6) 2011. He stated that he manages his diabetes with pills, diet and/or exercise and due to the product issue denied making any changes to his usual routine or developing any symptoms. The patient claimed that on an unspecified day in late (B)(6) 2011, he was given insulin (type is unclear) by a health care professional at the doctor's office. No other device was available at the time of concern. At the time of troubleshooting, the cca noted that the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional for acute complications of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.